Event description:
Information was received from a patient regarding an external device. The reason for the call was the patient said for the past few months, they are having trouble with their device. The patient said it will say no device found and show excellent charging but the implanted neurostimulator (ins) doesn't charge. The patient also said it could take forever to charge and it usually won't go above 90%. They mentioned they have gotten several different controllers in the past and they are not sure if the issue is with the controller or the implant. Agent had patient plug the controller into the power supply and patient confirmed the controller was 100% and the ins was 90%. Agent had the patient plug in the recharger and patient was able to start recharging with excellent quality. Patient checked the recharging speed and it was at 4. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.